Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. 1627487-2014-26798. It was reported the patient stopped charging her scs system last year since she was unable to feel the difference between the stimulation and her pain. The stimulation was in her painful areas and she was not receiving effective pain relief. The sjm representative confirmed the ipg is inoperable. The patient underwent surgical intervention to remove the entire system.